Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position with dried body fluid in the helix housing. Setscrew marks were identified in the incorrect location near the terminal pin end, indicating possible improper insertion depth. Additionally, bending and twisting of the insulation was observed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory evaluation did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that due to the large size of this patient, this patient's implantable pulse generator was moving around in the device pocket. The movement of the device resulted in dislodgement of this atrial lead. A revision procedure was performed, and this atrial lead was explanted and replaced. No additional adverse patient effects were reported. This supplemental report is being submitted with lead evaluation results.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that due to the large size of this patient, this patient's implantable pulse generator was moving around in the device pocket. The movement of the device resulted in dislodgement of this atrial lead. A revision procedure was performed, and this atrial lead was explanted and replaced. No additional adverse patient effects were reported.